Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred. Additionally, the pump date was inaccurate. No additional information regarding this event was provided, as call was disconnected. Customer's blood glucose level was approximately 270 mg/dl. The customer reverted to manual injections for insulin therapy.